Manufacturer narrative:
Conclusion: representative samples were returned for evaluation. No testing could be performed on the unopened samples because there is no test available to assess the propensity of any patient to develop reactions like inflammation or evolving on a local abscess. The instructions for use states adverse effects associated with the use of this device include minimal initial inflammatory tissue reaction and transient local irritation at the wound site. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and suture was used. Following the procedure, the patient experienced inflammatory syndrome evolving on local abscess. It was also reported that this caused dropping of suture and disunity of the wound. The patient was re-sutured. Additional information has been requested.